Manufacturer narrative:
Device 4 of 4. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 12-may-2024, it was reported by the patient that four infusion set cannula was kinked within 3 hours of insertion due to which hyperglycemia occurs. High blood glucose level was 12 mmol/l. Infusion set was placed in upper buttocks and bicep. Event occurred on 05/12/2024 and 05/22/2024. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.